Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported during intraocular lens (iol) implant procedure; the lens got stuck in cartridge. The plunger pushed the iol, but lens did not move forward. An attempt to extract the iol from the cartridge using viscoelastic was also unsuccessful. With a similar iol a second surgery was performed for iol implantation in the aphakic eye without any harm to the patient. The patient condition was healthy. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.